Event description:
(B)(6) 2020 lead integrity alert (lia) was triggered due to non-sustained ventricular tachycardia (nsvt) and sensing integrity counter (sic). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).